Manufacturer narrative:
Follow-up information was received on 18-aug-2014. No new clinical information was provided. Follow-up received on 22-aug-2014: the required number of follow-up attempts have been made, with no response to date. Product technical complaint investigation and final assessment were received on 27-aug-2014: (B)(4). Final assessment: when a term like "broke", is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Based on our experience with device complaints of a similar nature, it is likely the reporter is referring to an event in which the micro-insert was bent or stretched into a shape which rendered the device to be unusable, and hence, "broken." Since no product was returned for investigation, we are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the events reported are not indicative of a quality defect per se. Four further ae case reports have been received to date in relation to batch no. 789029, of which 2 refer to difficult insertion, but none to a technical defect. No unusual pattern could be identified. In this particular case, a technical defect was reported in the context of a complicated insertion. However, the reported technical defect could not be evaluated in more detail due to lack of sample return (see technical statement). The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced coil did not completely release, broke off in tube and complication of device insertion. All the events are considered non-serious. Broke off in tube (assumed as device breakage) was regarded as other reportable incidents as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. This event, initially considered unlisted in the reference safety information for essure was, after a product technical analysis (ptc) regarded as anticipated and thus amended to listed. The remaining event is listed. During difficult insertions, single cases have been reported of essure breakage. In this particular case, it was reported that coil did not completely release and then broke off in tube, without further details. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related except for coil did not completely release which was considered unrelated. A product technical complaint (ptc) analysis was performed and concluded that at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube) inserted. On (B)(6) 2014 essure (fallopian tube occlusion insert) was inserted with lot number 789029. It was reported that coil did not completely release and then broke off in tube. No injury to the patient. Bilateral placement achieved. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced coil did not completely release, broke off in tube and complication of device insertion. All the events are considered non-serious. Broke off in tube is unlisted in the reference safety information for essure while the remaining events are listed. The event broke off in tube (assumed as device breakage) was regarded as other reportable event as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. During difficult insertion, single cases have been reported of essure breakage. In this particular case, was reported that coil did not completely release and then broke off in tube, without further details. Based on the available information and due to lack of alternative explanation , causality between the events above and essure use was considered as related except the event coil did not completely release that was considered unrelated .

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.